Event description:
It was reported that the programmer would not turn on. The power module was replaced, which fixed the issue and the programmer remains in use. There was no patient involvement.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).